Event description:
It was reported that the vns patient passed away on (B)(6) 2015. The cause of death and its relationship to vns are unknown. No further information relevant to the patient's death has been received to date.

Event description:
Information was received from the patient's neurologist. The believed cause of death was pneumonia. The physician indicated that the cause of death was not related to vns. The patient achieved seizure reduction with vns therapy. The patient was not receiving vns therapy at the time of death.